Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Company representative reported a physician wanted to start a claim for a patient. Healthcare professional later reported right side capsular contracture baker grade IV. Healthcare professional additionally reported the patient "fell down the stairs due to water" and "had significant pain in [their] right shoulder and breast areas", which is not device-related. Device remains implanted.